Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 8feb2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to left hip fracture, high risk for pulmonary embolism . [Pt] is alleging device unable to be retrieved, two moderate sized thrombi within ivc filter. Filter retrieval was attempted on (B)(6) 2007.

Manufacturer narrative:
Additional information: investigation-investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, thrombi within ivc filter (occlusion), unable to retrieve'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Rpn and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.